Event description:
During a remote follow up, a high capture threshold was observed on the left ventricular (lv) lead. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.